Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode sleeve leakage, bd has initiated further root cause investigation relating to the issue of sleeve recovery through corrective and preventive actions.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was poor sleeve function. The following information was provided by the initial reporter and translated to english. The customer stated: "after the teacher pulled out the blood vessels in the laboratory, the plug did not rebound and wrap the needle tip, resulting in the patient's blood exposed, . There were no blood-borne contact incidents or any injury incidents."